Manufacturer narrative:
(B)(4). Mfg date: the device was manufactured march 13, 2015 ¿ march 16, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device had been filled with fluorouracil in an unspecified diluent. The reporter stated that after the device had infused 20-30% of the solution, the flow stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.